Event description:
The customer reported via phone call that every once in a while, he receives a no delivery alarm. Customer's blood glucose was 162 mg/dl at the time of the incident. Troubleshooting was performed and the customer stated that the insulin did exit. Customer stated that the cannula was not bent. Customer ran an additional fixed prime and received a no delivery just over 2 units. Customer stated that this normally happens when he's at a restaurant, which makes it inconvenient. Customer stated that 1.5 weeks ago, he was at a cruise when he received a no delivery alarm. Customer does not want to return the set or reservoir for analysis. Customer's set changes were also reviewed and customer stated that the set worked ok when he changed it on 06/14.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.